Event description:
On (B)(6) 2013 the patient contacted animas alleging that after swimming with the pump on, the up arrow and down arrow keypad buttons are intermittently unresponsive. The patient denied damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no visible damage to the keypad but the keypad was found to be worn. There was contamination found under the up, down and contrast button contacts.